Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that their onetouch ultramini meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2015 at 9:00am. The patient claimed to have obtained the results of "232 and 154 mg/dl" from the subject meter, both readings taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The patient manages their diabetes with self-adjusting insulin. The patient stated that they took an increased dose of 18 units of insulin on (B)(6) 2015 at 9:00am in response to the alleged product issue. The patient claimed to have developed the symptoms of "felt weak and see blue and green in eyes" "about 2 hours" after the alleged product issue began. The patient stated that they self-treated with "orange juice and candy" and 18 units of insulin on (B)(6) 2015 at 11:30am. The patient stated that they obtained a blood glucose reading of "124 mg/dl" using another device on (B)(6) 2015 at 9:00am. At the time of troubleshooting, the csr noted that the test strips were not identified as counterfeit/suspect, the patient did not have control solution to perform a walk through test, the test strips had not expired or been open for longer than the discard date, the test strip vial was not cracked or broken, the patient was using an approved sample site, the subject meter was set to the correct unit of measure setting and the patient was using the correct testing technique. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms of ¿felt weak and see blue and green in eyes¿ do not meet lifescan's criteria for a serious injury. The patient's self-treatment of "orange juice and candy" was not associated with a severe high or low blood glucose excursion. The alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use ( as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 - 5/19/2015 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.